Manufacturer narrative:
Evaluation summary: the screws with cat# 18095085s were classified as primary products during investigation. All other implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The screws were documented as faultless prior to distribution. An inspection of the screws was not possible because they were not available for investigation; also x-rays were not provided. Therefore the root cause for the breakage could not be determined exactly. Based on the surgery notes the nail was implanted in ¿antegrade femoral mode¿ and distally locked in static mode. The implants were implanted in (B)(6) 2014, after ~9 months in (B)(6) 2015 it was detected that the most distally placed locking screw was broken. Also broken it was decided to let it implanted. After another ~5 months the implants were explanted because the fracture was not healed (non-union detected). Most likely the non-union led to the screw breakage: due to several loads and not consolidated bone fracture micro-movements towards proximal/distal occurred and produced bending loads to the screw. Finally it broke most likely in a fatigue fracture. Furthermore it is reported that the patient is obese. Obesity could have also contributed to the screw breakage. Non-unions and obesity are listed as adverse effects in the IFU. Because no manufacturer related issues were found during DHR review the case is attributed to the non-union (patient related). A more precise evaluation was not possible due to missing products and missing information like x-rays. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device will not be returned.

Event description:
A revision of im nail on right side was reported due to non union. Femoral shaft hypertrophic non union. Three screws were also extracted and 1 of the screws was broken. Surgery notes revealed that one of the 18965085s screws are broken.

Event description:
A revision of im nail on right side was reported due to non union. Femoral shaft hypertrophic non union. Three screws were also extracted and 1 of the screws was broken.

Manufacturer narrative:
Device will not be returned for investigation as the patient requested to keep it. If additional information becomes available it will be provided on a supplemental report.